Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable, ¿adjust/check belt¿ messages) was confirmed due to bent pins in the trunk cable connector, preventing the belt from plugging into the monitor. The belt did not pass detect and treat testing. The root cause for the bent pin was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt's cable was damaged and was experiencing "adjust/check belt" messages.